Event description:
A falsely elevated ctni result of 1.03 ng/ml was obtained on a patient sample. The result was reported to the physician. It is unknown if the same sample was tested on the same instrument, but the customer claimed that the repeated result was negative (no numeric data provided). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequence as a result of the reported falsely elevated ctni result. Analysis of the instrument indicated that the most likely cause for the falsely elevated result was r1 probe maintenance.